Event description:
The customer stated the device could not deliver a shock. The customer stated it did not negatively impact the pt.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.